Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 150 mg/dl. The customer was able to rewind the insulin pump. The customer did not receive a low battery alarm prior to the off no power alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.